Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/30/2015). The patient¿s meter has been returned on 5/11/2015 and evaluated by lifescan product analysis on 5/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging that their onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred at 10pm on (B)(6) 2015. At this time the patient claimed obtaining a blood glucose reading of ¿496mg/dl¿ with the subject meter and ¿50mg/dl¿ on a onetouch ultramini meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they made no changes to their normal diabetes management routine prior the alleged product issue (4-5 units of humalog insulin at 10pm). The patient stated that 1-2 hours after the alleged product issue occurred they experienced the symptoms of ¿shaky, cold sweat and tired¿. No treatment was required as a result of these symptoms, however. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter, however the test strips being used had been open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips being used had expired, this complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.